Event description:
A hospital in (B)(6) reported that the upper heater head case on an iw910 mobile infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the upper heater head case on an iw910 mobile infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint head warmer assembly was received at our fisher & paykel healthcare (fph) service centre in (B)(4), where it was visually inspected by a trained fph service technician. The damaged components were then returned to fph in (B)(4) for further testing. Result: visual inspection revealed multiple cracks and surface crazing on the dome and both sides of the upper case. The head surface was sticky. A lateral crack on the support arm was identified. A breakage test could not replicate this type of crack. The ceramic insulator and screw boss were also damaged. A lot check could not be carried out as a lot number was not provided. Conclusion: it is likely that the crack on the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of our continuous improvement initiatives the material used to manufacture the head warmer assembly was changed to one that offers greater resistance to environmental stress cracking. We were unable to replicate the crack identified on the supporting arm. The crack was noted to start from the weld line and may have been initiated as a result of a moulding defect. The ceramic insulator and screw boss were most likely damaged by some form of impact. The iw910 mobile infant warmer is a mobile unit and is susceptable to accidental impact damage through collisions with walls and swinging doors while being transported. The damaged components of the head warmer assembly were replaced by a trained fph technician at our irvine facility. The head warmer assembly was then returned to the customer after performing an electrical safety and performance check.